Event description:
Device appears to be intermittently undersensing on ventricular lead; does not appear to have affected arrhythmia detection or therapy. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).